Event description:
As reported by a field clinical specialist (fcs), during a valve in valve procedure with a 29mm sapien 3 ultra resilia in a preexisting 26mm sapien 3 ultra valve for paravalvular leak (pvl) , the team attempted to insert the 29 resilia on a 29mm commander delivery system through a 16fr esheath plus and the system got stuck inside of the sheath just above the proximal common iliacs (left side). There appeared to be a strut catching (bent strut) the inside of the sheath which was preventing the system from advancing the rest of the way through the sheath. After multiple attempts the team decided to take everything out together. As the sheath was being removed with the commander and valve inside of it the team felt a lot of friction and realized that the patient's pressure was dropping. Following an angiogram, they realized that the external iliac and distal to that was perforated. They called vascular surgery for support following the deployment of an occlusion balloon in the proximal left iliac. When vascular surgery arrived, they attempted to remove the rest of the system and sheath. Part of the femoral artery came out with the sheath and system. They quickly deployed a covered stent and cutdown to sew the covered stent to the left superficial femoral artery. The patient was stable following the procedure. No valve was deployed. The ic was planning on implanting a 29 resilia ultra inside and just below the 26 s3u to flare the outflow of the valve out to resolve the moderate pvl. No valve was ever deployed. Per the fcs, the initial reporter did not allege the edwards devices were deficient in some way. The perceived root cause of the pvl of the 26mm sapien 3 ultra valve was under sizing and bulky annular and lvot calcium. With the system, the expansion tool was used, the loader was able to be fully inserted into the sheath/sheath housing and the sheath was not inserted at a steep angle. The delivery system was at the partially expandable white portion and again in the blue portion about 3 inches from the end when resistance was noted. Per the fcs after removal of the devices it was noted the 16f sheath had split apart in a longitudinal tear. The perceived root cause of the iliac perforation was trying to withdraw with the system. Per the fcs, the patient was given heparin. The fcs confirmed the linear tear was down the blue portion of the esheath. The valve never made it through the end/tip of the sheath. It was believed that the perforation was due to the bent valve which may have caused the linear tear, which in return perforated the vessel possibly on the way out while attempting to retrieve the system. The devices are being returned for further evaluation.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional from the initial evaluation of the returned device. The following sections of this report have been updated: b.4, b.5, g.3, g.6, h.2 and h.6 device code (added 4008). The investigation is ongoing.

Event description:
Per pre-deco evaluation of the returned device the sheath distal tip was split.

Manufacturer narrative:
This is one of three reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-16394 and 2015691-2023-16397. A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for resistance, liner torn, withdrawal difficulty, distal tip split and the subsequent vessel injury was confirmed per evaluation of the device and of returned imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per imagery review, tortuosity was present in the patient's access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per imagery review, calcification was present in the patient's access vessel. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Per imagery review, an undersized vessel diameter (5.6mm) was present in the patient's access vessel. The 16f esheath+ is indicated for vessel diameters greater than or equal to 6.0mm. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe and/or liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Excessive manipulation can lead to sheath shaft damage (i.e. Scratches, tip damage) if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (tortuosity, calcification, undersized vessel) may have contributed to the reported resistance, while patient factors (tortuosity, calcification, undersized vessel) and procedural factors (excessive manipulation, valve caught on liner) may have contributed to the liner tear. As reported, ''the system got stuck inside of the sheath just above the proximal common iliacs (left side). There appeared to be a strut catching (bent strut) the inside of the sheath which was preventing the system from advancing the rest of the way through the sheath. After multiple attempts the team decided to take everything out together. As the esheath was being removed with the commander and valve inside of it the team felt a lot of friction. Per the fcs after removal of the devices it was noted the 16f sheath had split apart in a longitudinal tear. The fcs confirmed the linear tear was down the blue portion of the esheath. The valve never made it through the end/tip of the sheath.'' Per pre-deco evaluation of the returned device the sheath distal tip was split. Per additional information received, the patient had a ''small vessel''. Per review of the returned imagery, tortuosity, calcification, and undersized vessel diameter (5.6mm) were present in the access vessel. The 16f esheath+ is indicated for vessel diameters greater or equal to 6.0mm. A post procedural device image showed the sheath shaft curved and damaged with a longitudinal tear in the middle of the sheath shaft, as well as a perforation of vessels wrapped around the sheath shaft at the distal end. Per evaluation of the returned device, the distal tip was split and there were several liner tears along the sheath. Calcification and undersized vessel diameters can create a constrained condition on the sheath, which may lead to resistance. Tortuosity and calcification can subject the sheath to suboptimal angles and can lead to non-coaxial alignment between the devices and access vessel. If excessive manipulation is used in an attempt to overcome the resistance, the sheath tip may be damaged, leading to the observed tip split. Sharp nodules of calcification can also split the tip through direct contact within the vessel. The challenging pathway likely caused the valve strut to bend and catch onto the sheath liner, tearing the liner upon advancement. During the withdrawal attempt, the bent valve strut was likely exposed to the vasculature through the torn liner and led to the withdrawal difficulty of the sheath. The challenging pathway (calcification, tortuosity, undersized vessel) could have also contributed to the inability to withdraw the sheath. As such, available information suggests that patient factors (tortuosity, calcification, undersized vessel) and procedural factors (bent valve strut, sheath liner torn) may have contributed to the reported withdrawal difficulty, while patient factors (tortuosity, calcification, undersized vessel) and procedural factors (excessive manipulation) may have contributed to the sheath distal tip split. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective nor preventative actions (pra) are required.